Event description:
It was reported there is intermittent telemetry issues related to the rf (radio frequency) head. At times, does not recognize a device properly. A new rf head has been tried yet the issue persists. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer has an intermittent telemetry issue due to a loose rf (radio frequency) head connector on a printed circuit board assembly. Concomitant medical products: product ID 2067 rf (radio frequency) head. (B)(4).